Event description:
It was reported that the endoplege catheter was prepped and placed in the usual fashion without any issues. When they went to arrest the heart, antegrade was given followed by the initial dose of retrograde. This was administered with about 1cc total volume in the endoplege balloon. There were no issues. They had a good cs pressure response and all indications were that retrograde was administered as usual. When they went to give the second dose of retrograde, as the anesthesiologist was putting up the balloon, he said he felt a slight resistance in the syringe when adding volume and then it almost felt like a "pop". He knew the balloon had ruptured and when he went to take the volume back he just got blood back indicating a perforation. No adverse patient events. Robotic mvr procedure.

Manufacturer narrative:
Device in route and will be evaluated upon return of product.

Manufacturer narrative:
Product evaluation:the device arrived cut into several pieces. The pressure and balloon lumens have been cut off. The bellows has also been cut. The device balloon was visually inspected under 10x magnification and it is noted that the balloon has burst. Visually the edges of the burst are jagged and there is significant wall thinning in the area that burst. There are no other defects detected with this device. Because the device arrived in pieces it could not be functionally tested. There are no other defects detected with this device. The root cause cannot be determine how the balloon burst. The device was damaged during use. No CAPA will be initiated at this time. The information will be included in trending and future CAPA determinations. The root cause could not be determined therefore, a manufacturing defect cannot be confirmed and a product risk assessment (pra) will not be generated.